Manufacturer narrative:
H6: investigation summary: a complaint of a set breaking out of packaging was received from the customer. Photos of the assembly drawing of the set were received. A device history record review for model 20350e lot number 22079056 was performed. There was 1 quality notification issued for the failure mode reported by the customer during the production build of this set. Due to a sample not being received, a root cause could not be determined.

Event description:
It was reported that the in-line filter was not connected to the bd alaris¿ smartsite¿ low sorbing extension set when taken out of the packaging. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "in line filter not connected when taken out of packaging."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the in-line filter was not connected to the bd alaris¿ smartsite¿ low sorbing extension set when taken out of the packaging. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "in line filter not connected when taken out of packaging."